Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'constant downstream occlusion' was verified through the a review of the event history log by the presence of ¿downstream occlusion!¿, but not reproduced during evaluation. Evaluation revealed that the cause was a force sensor scale factor. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion. There was no patient involvement. No additional information is available.